Event description:
It was reported that the impactor was damaged during use. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Conclusion the investigation has shown that the impactor is indeed broken as complained. Based on these findings, we conclude that there was a mechanical overload situation during use, presumably caused by an improper connection between the implant and the impactor. While a review of the DHR was not possible as the lot number is unknown, no product fault could be detected. Thus, the device failure is related to the conditions of use and operational context contributed to this event.